Event description:
It was reported that the locking mechanism on the sterile sheath did not work and the endoplege catheter slipped out of the coronary sinus when the customer positioned it, consequently the surgeon decided to do the case through a sternotomy rather than rt. Thoracotomy.

Manufacturer narrative:
Change in operative strategydevice was discarded by customeradditional information was requested, but has not yet been received. As the lot number of the device is unknown, and the device will not be returned for investigation an evaluation cannot be performed. If additional information regarding the event is received, the file will be updated.